Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6)2017 with blood glucose of 450 mg/dl and diabetic ketoacidosis. He was being treated at the hospital. The customer was wearing the insulin pump during the hospitalization. In the alarm history there was a no delivery alarm, motor error, and button error. The patient declined troubleshooting for the high blood glucose and alarms. The customer did not recall any significant events leading to the button error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No excessive no delivery or motor error alarms noted. The insulin pump passed the displacement accuracy test. The motor was tested outside the device and passed. Device received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. However, the battery tube was found corroded. Device received with cracked case at display window and case. Device received with broken belt clip slot. Device received with stained endcap sticker. Device received with minor scratched display window.